Event description:
This report summarizes 4 events for the failure: material disintegration. 3 events had problem identified during non-clinical procedure; there was no patient involvement. 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 2 devices had investigation types that have not yet been determined. 2 devices were received. Additional information: 4 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 4 events for the failure: material disintegration. - 1 event had no health consequences or impact. - 3 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99201. Supplemental rationale, corrected data: b5, h6, h11. 4 previously reported events were included in this follow-up record. Product return status, 4 devices were received. Evaluation findings (results/components). 2 devices: no device problem found / part/component/sub-assembly term not applicable. 2 devices: degradation problem identified / part/component/sub-assembly term not applicable. Product disposition, 4 devices: scrapped by stryker.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99201. Supplemental rationale, corrected data: b5, h1, h6, h11. 4 events were previously reported during the reporting quarter: however, - 1 event was reported in error. - 3 previously reported events are included in this follow-up record. Product return status, 3 devices were received. Evaluation findings (results/components). 1 device: no device problem found / part/component/sub-assembly term not applicable. 2 devices: degradation problem identified / part/component/sub-assembly term not applicable. Product disposition, 3 devices: scrapped by stryker.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 3 events for the failure: material disintegration. - 1 event had no health consequences or impact. - 2 events had problem identified during non-clinical procedure; there was no patient involvement.